Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event was estimated. The hospital could not recall the event date and no longer have access to the patient's chart.

Event description:
It was reported that the patient had a hemorrhagic stroke at an unknown date. This was diagnosed via computerized tomography (CT) scan. There was no change in the patient's condition or anticoagulation status that would have contributed. The symptoms and treatment were unknown. No additional information was provided.